Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the issue and traced the fault to a defective hms 0409 motor control board. The defective board was replaced and subsequent functional testing found the unit to be working according to specification. No further recurrences have been reported with this unit. The service representative performed a serial read-out of the pump and provided it to (B)(4) for further evaluation. Analysis of the readout confirmed the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. (B)(4) will continue to monitor for trends related to this type of issue. Evaluated on site by (B)(4) technician.

Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during the procedure, the roller pump stopped and displayed an error code. The pt was not affected. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during the procedure, the roller pump stopped and displayed an error code. The pt was not affected.